Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that after two years of support on the lvad, the patient was experiencing speed drops. Log files submitted to the manufacturer for analysis were consistent with the reported speed drops which appeared to have been occurring while the patient was connected to the power module patient cable. A short in the percutaneous lead was suspected; however, the chest x-ray image submitted to the manufacturer for analysis was inconclusive for damage. Additional information provided to the manufacturer through device tracking indicated that the hospital had made a decision to exchange the patient's pump with another lvad. No further issues for the patient have been reported post the pump exchange.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.